Event description:
Related manufacturer reference number: 1627487-2022-00139. It was reported that the patient experienced ineffective therapy. Reprogramming did not resolve the issue. As a result, surgery occurred to explant the cervical leads to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.